Event description:
A cartridge alarm 20 was reported by the caller on september 16, 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.